Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/22/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/10/2014 with the following findings: there is no visible damage to the keypad. The contrast, up, and down buttons are intermittently unresponsive. The ok button responds properly. Removed the keypad and found contamination under the up, down, and contrast button contacts. The pump booted to the verify screen with dim pink contrast.